Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. While attempting to retract the delivery/stent system back into the guide catheter, the delivery/stent system became stuck on the tip of the guide catheter and the stent dislodged. The stent was retrieved with a snare. Pt status is listed as "okay".